Manufacturer narrative:
Radiographic image review comments updated. Lateral x-ray l4-s1 fusion, anterior interbody graft present. One of the rods may be out of the s1 screw tulip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who underwent robotica lly assisted posterior spinal fusion at l4-s1 for lumbar disc herniation. It was reported that post op imaging review at follow up appears to show one of the rods disengaging from the screw tulip. Hospitalization was not prolonged. Revision surgery has not been pe rformed or scheduled. There were no patient symptoms reported. There were no further complications reported regarding the event.